Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that there was a return of symptoms. There was no trauma or fall that could be related to this issue. The programmer was showing to replace the batteries and they did not have any batteries. They were going to get batteries and would call back if they needed additional assistance. Troubleshooting could not be performed due to lack of access to product. It was noted that the change in therapy/symptoms was considered sudden. The patient had an accident and urinating on herself. The patient did not feel stimulation. It was noted that the patient did not have access to the programmer so she would not have been able to turn stimulation off. The issue started yesterday, (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.